Manufacturer narrative:
(B)(4).

Event description:
As reported, during the subclavian tavr procedure in the aortic position, the operator had difficulty getting the loader cap over the crimped valve. The loader cap was reported to have felt "snug/tight." The loader cap eventually when over the valve and the delivery system/valve were able to be inserted into the body. Once the valve reached the native annulus and the balloon was inflated, the balloon burst. "The valve had not started to deploy." All systems, delivery/valve/sheath were removed without complications. There was narrowing and calcium so the team opted to change to a tao approach. The team did not have any transapical equipment, therefore a sapien 3 valve was loaded onto the commander and an 18f gore sheath was used rather than the esheath. The delivery system/valve were inserted through the sheath but the alignment could not be performed. "There was a lot of resistance and operators were unable to withdraw delivery system balloon into the valve." As the delivery system/valve/sheath were being removed, one of the valve's struts snagged onto one of the sutures in the aorta and created a tear. The patient was placed on bypass, the tear was repaired and the patient was taken to the operating room for surgical replacement of the valve. On pod 1 the patient suffered a severe stroke and expired. Note: this report pertains to the first delivery system.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, for this reason a limited investigation was performed. Engineering was not able to perform any visual, dimensional or functional analysis. A review of the DHR file and lot history did not indicate that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the reported event. The inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance has contributed to the reported complaints. The complaint of ¿balloon leakage¿ was unable to be confirmed. Due to the unavailability of the relevant device, engineering was unable to determine if a manufacturing non-conformance contributed to the reported event. While a balloon burst was not reported, a detailed root cause analysis relating to balloon damage while deploying into a calcified annulus has been summarized and documented in a technical summary that was written by edwards lifesciences. Per report, the patient had severe annular calcification, severe native leaflet calcification and mild aortic root calcification. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to open cell impingement and stress concentration against calcium nodules. The document also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). The engineering evaluation completed for the device in question is in agreement with the assessment documented in the technical summary. At this time a definite root cause cannot be determined. However, available information suggests that the patient factors (calcification) and procedural factors (handling ¿ applying excessive force during placing loader cap on delivery system) may have damaged the balloon and contributed to balloon leakage. The complaint for ¿loader ¿ resistance with delivery system¿ was unable to be confirmed. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance was unable to be determined. However, manufacturing mitigations and complaint history were reviewed and did not find any indication that a manufacturing non-conformance could have contributed to the complaint. Per the IFU and the device prepping manual, the loader cap should be placed over the proximal balloon cover and onto the flex catheter with the inside of the cap oriented towards the distal tip before mounting and crimping the valve on delivery system. Preparing the device in reverse sequences where placing the loader cap onto flex catheter after mounting and crimping the valve on delivery system could cause resistance when pulling the loader cap over the crimped valve. The apices of the crimped valve could be caught onto the disc valve installed inside the loader cap and create a resistance. Per report, ¿the operator had difficulty getting the loader cap over the crimped valve¿. This procedural factor most likely have contributed to the reported event. Available information suggests that procedural factors may have contributed to difficulty getting the loader cap over the crimped valve. However, a definitive root cause is unable to be determined at this time due to the unavailability of the relevant devices, it cannot be determined if a manufacturing or IFU/training inadequacy contributed to the complaint events. Review of complaint history for january 2017 revealed that the occurrence rates did not exceed the control limits for these failure modes. No corrective / preventative actions are required at this time.